Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a personal diabetes manager (pdm) and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 15.3 mmol/l (275.4 mg/dl). The pod was worn on the patient's arm for between 25 and 36 hours. As treatment, a new pod was applied and a bolus was delivered.